Manufacturer narrative:
The device was received, however the reported condition is already known to be due to a manufacturing issue, therefore an evaluation was not completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received, however the reported condition is already known, therefore an evaluation was not completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the effluent sample bag and the patient line of the cassette leaked. This occurred during use of peritoneal dialysis therapy. The patient received prophylactic antibiotics as a precautionary measure. There was no patient injury associated with this event. No additional information is available.